Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. A farawave catheter was then used for ablation application with no issue. The farawave catheter was removed, and an hd grid mapping catheter was inserted for post mapping. When the farawave catheter was inserted again and the faradrive sheath was aspirated, the sheath would pull bubbles when aspirating. Aspiration was attempted with no farawave catheter inserted, and there were no issues with air bubbles. A few attempts at inserting the farawave catheter in the sheath and aspirating occurred, but air bubbles were seen each time it was inserted into the sheath. No fluid leak was noted. A second faradrive sheath was taken to complete the case, and no more bubbles were reported. No patient complications were reported. The device is expected to return for laboratory analysis.